Event description:
It was reported that the right monitor on the 9800 system would flicker on and off during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cable connection to the monior was re-seated during the svc call. The system was tested and found to be working as intended, and put back into svc.